Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, instrument log review, labeling review, and accuracy testing. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Log review did not identify any issues that contributed to the customer issue. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Age at time of event the customer stated the patient was a newborn baby, however no specific birth date or age were provided.

Event description:
The customer observed falsely depressed thyroid stimulating hormone (tsh) results while using the architect tsh reagents. The following data was provided for the same patient. Specimen 1 ((B)(6)) initial less than 0.1, repeat 0.004, 6.22. Specimen 2 (no sid provided) initial 4.27, not repeated. The patient is a newborn baby that was diagnosed with metabolic and endocrine disorders. No impact to patient management was reported.